Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient presented with a broken linx during an MRI not linx related (size unknown). Patient presented with abdominal pain and a broken linx was identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. Medwatch h10: upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3008766073-2025-00007. Moving forward all additional information will be filed under 3008766073-2021-00024.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Corrected data d4: UDI#. Corrected data: d1, d4. Additional information received: (B)(4) will be patient (B)(6). Date of surgery (B)(6)2017 ¿ size 16. Lot # 12436, exp 2020-10-05, lxmc16. Replaced (B)(6)2021 ¿ size 17. The current surgeon did not place these devices. The surgeon who placed them are now at a different facility. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. A manufacturing record evaluation was performed for the finished device lot number 12436, and no non-conformances related to the malfunction were identified. Lot 12436 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Photo analysis: a photo of a linx device visible disconnected, can be observed. An x-ray image of the device in vivo was reviewed by a medical safety officer. Per the mso's review, the device is discontinuous. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.